Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a g7 continuous glucose monitor (cgm) after pausing insulin delivery for approximately 2.5 hours and then resuming therapy, with a highest cgm reading of 233 mg/dl and a noted pattern of extended pausing that could affect algorithm performance; no alarms occurred, the infusion set was in the abdomen with no visible leakage, and the patient received correction doses and basal insulin after resumption. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included user communication, device-use review, and counseling on proper operation. Investigation of this case revealed that pausing insulin delivery led to under delivery and subsequent hyperglycemia, with no evidence of infusion set failure or device malfunction. It was concluded, based on previously established findings for similar reports, that user-controlled interruption of insulin delivery and subsequent algorithm maladaptation were the most likely causes.

Manufacturer narrative:
Initial.